Manufacturer narrative:
(B)(4). This report represents the unused catheters. The device has not been returned for investigation.

Event description:
Patient called in and stated that he was severely injured by the catheter he received from us. He was hospitalized due to the catheter having a sharp point at the end, it punctured him and caused bleeding. He stated he found 2 catheters in the shipment he just received with the point on the end. Lot kme21b0115.

Event description:
Patient called in and stated that he was severely injured by the catheter he received from us. He was hospitalized due to the catheter having a sharp point at the end, it punctured him and caused bleeding. He stated he found 2 catheters in the shipment he just received with the point on the end. Lot kme21b0115.

Manufacturer narrative:
Qn#(B)(4). The batch card(s) for the complaint lot(s) was reviewed and all passed qa inspection. No physical investigation or assessment has been conducted on the defective catheter since no complaint or representative sample returned for investigation. The investigation was conducted based on DHR review. However, no abnormalities was detected. No samples were provided to conduct further investigation. From the simulation using similar product and DHR review, the potential root cause of the complaint defect was unable to be identified. Hence, the complaint is not confirmed.